Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 device could not be removed since the washer did not cut. The tissue was excised and a new device was used to complete the case. The device was discarded.